Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned, and the reported kink was confirmed. The device was visually and microscopically examined. Visual inspection of the device revealed kinks in the sheath 4cm, 10.5cm, and 13cm proximal of the tip. Microscopic examination revealed no other damage or defect. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported the was sheath was found to be kinked during the deployment of the closure device during the procedure. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported the was sheath was found to be kinked during the deployment of the closure device during the procedure. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.